Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Analysis of device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. A hybrid anomaly was found to be the cause of the high current drain and premature battery depletion.

Event description:
During a device exchange procedure, the device was found to be at elective replacement indicator (eri) sooner than expected from the estimated longevity. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.